Event description:
Patient is a girl who underwent transcatheter closure of a relatively large secundum atrial septal defect in 2006. There were no complications around the procedure. She received periprocedural antibiotics before and after implantation of the device. Implanting physician saw her in clinic the following month, at which time she was doing very well. Patient underwent a dental cleaning 3 days later, at which time sbe prophylaxis precautions were not felt to be necessary. She later underwent filling of a dental cavity 2 months later, at which time sbe prophylaxis was observed. The patient began to develop fevers 5 weeks later. She was initially thought to have had a viral syndrome, but with persistence of these fevers, a blood culture was obtained, which was positive. She was subsequently admitted to the medical center on 5 days later, at which time an echocardiogram demonstrated a large vegetation affecting the left side of her device, as well as the mitral valve. She underwent surgical removal of the device 11 days later. She did have seizures the night of surgery, but the precise etiology of these remains unclear. She has not had recurrent seizures. The patient was subsequently discharged from the medical center a week later, in good condition. She is scheduled to receive six weeks of intravenous antibiotics.

Manufacturer narrative:
Device examination by aga medical's senior research and development scientist resulted in the following findings: the received device was in normal designed configuration. Both discs were flat, but fixed by the fibrotic tissue. The device was covered by smooth, intact pseudo-endocardium. On the right side of the device, the pseudo-endocardium covered the entire surface of the wire mesh, but on the left side of the device, the majority of the pseudo-endocardium was under the wire mesh, covered the entire surface of the polyester patch. The value of this finding is unknown. The exact dimensions of the device were unable to be precisely measured as device was covered with pseudo-endocardium, but rough measurements confirmed the size. Review of the cath lab report and the cd of the angios/echos by aga medical's senior research and development scientist resulted in the following findings: a 7 year old girl had 2q37 deletion syndrome and multiple other medical problems, including asthma, seasonal allergies and eczema. She was found to have a large secundum asd by echocardiogram early this year, and received an amplatzer device occlusion of asd on march 28, 2006. During the procedure, the stretched diameter of the defect was measured to be 20mm by balloon sizing, and a 20mm amplatzer asd occluder was selected. The device closure went smooth. There were no complications around the procedure. The patient was discharged after the procedure in good condition. She received clinic follow up on april 7, 2006, 9 days after the procedure. The echocardiography showed the device was in good position with no residual shunt. At that point, the patient was believed to have an excellent result from the asd closure. The pt underwent a dental cleaning on april 10, 2006, and later underwent filling of a dental cavity on june 1, 2006. She began to develop fevers on july 9, 2006, and with persistence of these fevers. A blood culture was obtained which was positive. The echocardiogram on july 17, 2006 found vegetation on the left atrial side of the device and on the mitral valve. She was diagnosed to have endocarditis and bacterial vegetation. The pt underwent surgical removal of the device and vegetation on july 20, 2006. She tolerated the surgery well and discharged from the hospital on july 27, 2006 in good condition. Imaging review: the cd recorded echo images before and after the device closure procedure dated 1/30/2006, 3/28/2006, 4/7/2006, 7/17/2006, 7/20/2006 and 7/22/2006. The tte images recorded on 1/30/2006 showed a large secundum asd with left to right shunt. Unstretched diameter of the defect was about 16-17mm. There was not much rim toward the inferior vena cava. A trace mitral regurgitation was noted. The tee images recorded on 3/28/2006 demonstrated the defect had been stented by an amplatzer occluder device. No balloon sizing and device placement echo images were recorded in this cd. The device was good in location and configuration. The lower edge of the device was close to the mitral valve. There was a trace residual shunt through the device. The tte on 4/7/2006 showed the device remained in good position with no residual shunt. The lower edge of the device left disc was in limited contact with the anterior leaflet of the mitral valve, but no evidence of mitral valve dysfunction. A trace mitral regurgitation was noted which was unchanged from the echocardiogram prior to device placement. The tte on 7/17/2006 revealed echogenic vegetation on the mitral valve and left atrial disc of the amplatzer device. The mass measured 14 x 8.9mm. There was mild mitral regurgitation. No residual shunt was noted. Tee/tte images on 7/20/2006 and 7/22/2006 showed the device had been removed, and the defect was repaired with no residual shunt. There were trace tricuspid and mitral regurgitation. Impression: the patient had a 20mm (stretched diameter) secundum asd with left to right shunt. A 20mm amplatzer asd occluder was selected to close the defect. The device had a good configuration after deploying and the complete closure was achieved shortly after the procedure. Therefore, the device closure of the asd was technically successful. The patient developed endocarditis and bacterial vegetation 3.5 months after the device implantation. The reason for the endocarditis may relate to the following factors: 1. Dental filling of the cavity, which is the common way to bring the bacteria to patient's blood in the endocarditis cases. 2. Lower asd location, so the device edge contacted to the mitral valve which may cause damaging of the endocardium of the valve and leaving a rough surface, which will increase the possibility for bacteria landing and growing. Infection including endocarditis is a potential adverse event that might be expected from interventional cardiac catheterization techniques (IFU, section 6.4, potential adverse events).